Manufacturer narrative:
Investigation pending.

Event description:
On 3/18/19, a new lot of cardinal health rapid test hcg cassettes were received by the customer for troubleshooting. The patient sample that was collected on (B)(6) 2019 was retested on the new lot of cassettes and a positive result was obtained. The beta quant collected on (B)(6) 2019 provided a negative result of 2 miu/ml. Troubleshooting was conducted with the customer. The customer was advised on possible causes for unexpected results focusing on proper sampling technique, patient specific factors, and storage conditions per the package insert. The customer was also advised that this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples and low-hcg standards (3 miu/ml). Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. This test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis.